Event description:
Acct reports that they have used this set for 6-7 years, but in the last month they have experienced problems with separation of the stopcock from the extension set. State they have been esp. Diligent in tightening the connections but they still loosen up and leak. States they had one episode in which the pt. Bled so much they had to cancel or because the pt's hemoglobin fell so low. The pt did not require a transfusion they just waited a couple of days for the pt's hemoglobin to build.